Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 07k78-77 that has a similar product distributed in the us, list number: 7k78, with 510k/PMA/bla number: k983424.

Event description:
The customer reported a false positive architect total b-hcg result for a 30-year-old female patient diagnosed with polycystic ovary syndrome. The following data was provided (reference range: 0-5 miu/ml): initial b-hcg result = 529.35 miu/ml (physician questioned the result). Repeated the sample twice and both results were < 1.2 miu/ml (user issued an amended report). The sample was tested a third time and generated a result of < 1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is slight increase in complaint activity for this lot number but there are no trends for the product related to patient results. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the architect total b-hcg assay. Additionally, accuracy of the architect total b-hcg assay has been evaluated with a retained in-house kit of the same lot# 71474ud02 and met all specifications, confirming that this lot is meeting the architect total b-hcg product requirements. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total b-hcg lot# 71474ud02.

Event description:
The customer reported a false positive architect total b-hcg result for a 30-year-old female patient diagnosed with polycystic ovary syndrome. The following data was provided (reference range: 0-5 miu/ml): initial b-hcg result = 529.35 miu/ml (physician questioned the result) repeated the sample twice and both results were < 1.2 miu/ml (user issued an amended report) the sample was tested a third time and generated a result of < 1.2 miu/ml there was no impact to patient management reported.